Event description:
"Caller alleged discrepant results compared with the lab. Results as follows:" date: (B)(6) 2011, inratio: 6.2, lab: 2.1. Caller had no further information.

Manufacturer narrative:
Investigation pending.